Event description:
Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07061 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that an 80-year-old male, while being placed on impella cp support the pump was unable to purge. The impella was discontinued and a new impella was prepped, which was successfully purged and inserted. There was no patient harm reported.